Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise as well as a decrease in impedance on the right atrial (ra) lead. The noise episodes resulted in some intermittent undersensing of the ra channel. No intervention has been performed and the patient was stable and will continue to be monitored.